Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 13 of 13 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown k-wire ø1.6 l150 sst/unknown lot number. Device is not distributed in the united states, but is similar to device marketed in the USA g5 510k#: unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the patient needed a surgery for debridement on (B)(6) 2015 due to deep wound infection. Antibiotics, anticoagulants (clexane), analgesics and intensive care unit for physiotherapy. Infection after three weeks to six months post-op. Additional information received via e-mail on (B)(6) 2016: the patient had no debridement surgeries. Patient was still in pain, had to come back to hospital for CT. CT confirmed the avascular humerus head necrosis. Philos plate is removed and they implanted a shoulder prosthesis. Patient had no complications during the post-op period and left the hospital. This report is 11 of 11 for (B)(4).